Event description:
Kangaroo pump was running continuous feeds. Pt's grandmother was standing next to pump and noticed something dripping onto her feet. This rn noticed that the tubing on the bag was completely broken at the loading site on pump. The bag was taken down and placed in a bag for biomed. New bag was placed.what was the original intended procedure?continuous feeds.